Manufacturer narrative:
A correlation between the reported driveline infection and the evaluation of the left ventricular assist system (lvas) could not be conclusively determined. The patient remained ongoing until they underwent a heart transplant on (B)(6) 2017. The pump was returned as a return only. The lvas was returned assembled with the pump cable cut approximately 5 inches from the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned, secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The deposition was well adhered and did not appear to have obstructed the blood flow pathway. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has had a chronic infection since (B)(6) 2017 and was discharged with a PICC line. On (B)(6) 2017, the patient underwent incision and drainage of abdominal wall abscess, abdominal removal of driveline velour and again on (B)(6) 2017, incision and drainage of driveline tunnel and rerouting. The patient is status post heart transplant on (B)(6) 2017, and on antibiotics. As of (B)(6) 2017, the patient was brought back to the operating room for retained foreign body where the old driveline exit site was opened and small piece of velour and goretex, that was previously wrapping the driveline, was removed. The patient is doing well and should be going to acute rehab this week. No further information was provided.